Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) was requested to review a consult report for the patient with this cardiac resynchronization therapy defibrillator (crt-d). Ts observed that the device had recorded low pacing impedances out of range on the left ventricular (lv) lead channel, as well as pacemaker mediated tachycardia (pmt) episodes in configure collection period. The pmt episode was ended with the algorithm appropriately. This device remains in service. No adverse patient effects were reported.